Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device which identified the distal end of the filtration element was separated 2mm proximal to the distal balloon marker, but the inner member was still intact. Additionally, there was a tear distal to the proximal marker, for a length of 8mm. The reported difficulty to insert and kinked filter cannot be confirmed. A review of the lot history record identified a potential product quality issue that appears to be related to this complaint. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of an emboshield nav6, the filter was unable to load onto the delivery catheter pod. It was noted that the filter was kinked. Another emoboshield was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted that the distal end of the filtration element was separated 2mm proximal to the distal balloon marker, but the inner member was still intact. There was a tear distal to the proximal marker, for a length of 8mm.